Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and surgical sealant was used. Approximately two to ten days following surgery the patient developed an oozing rash, blisters, and itching at the site of application. The surgical sealant was removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Corrected information: narrative - it was reported that a patient underwent an excision of abdominal masses and adjacent tissue transfer on (B)(6) 2012.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.